Event description:
The neuron delivery catheter 070 was removed from the packaging and a crimp was noticed. It was not used in a patient.

Manufacturer narrative:
Results: the distal section of the catheter shows an ovalization from 1.4 to 2.0 cm from the distal tip and a complete flattening of the lumen from 2.8 to 4.3 cm. A 0.070" mandrel was introduced into the hub end and advanced distally. The movement of the mandrel was smooth and unobstructed until the tip reached the flattened lumen 4.5 cm from the distal tip. The distal tip was introduced into the shipping tube that was returned with the sterile envelope. The catheter advanced to 3.0 cm from the distal tip, where the flattened portion of the catheter jammed against the sides of the shipping tube. Conclusion: the damage noted in the complaint was confirmed. Because the catheter could not be re-inserted into the shipping tube, it is likely that the damage occurred after the catheter was removed from the packaging due to improper handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.